Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer experienced high blood glucose. The representative reported that the customer was able to bolus but they were not receiving the insulin. The customer's blood glucose was 500 mg/dl at the time of incident. The representative stated that the customer treated the high blood glucose with manual injections. The insulin pump will not be returned for analysis.